Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00159. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit is unable to detect tidal volume. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The manufacturer's authorized service provider (asp) provided in a good faith effort (gfe) response received on 10mar2023 that the customer refused to pay for the repair, so no field service was completed. No parts were replaced. Due to the customer refusing service, philips was unable to confirm the final disposition of the device because. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.